Event description:
Per user facility medwatch form #mw5153569 and mw5153570, during an unknown procedure, there was vaginal cuff dehiscence. There were no patient consequences reported. Procedure date: (B)(6) 2024. Event date: 01/03/2024.